Event description:
It was reported that there were volume discrepancies. It was noted that the expected volume was 5.9ml and the actual volume was 2ml. It was noted that actual volume less than expected had occurred with the last three refill sessions. It was noted pump replacement was planned. It was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if there were any patient symptoms or complications associated with the event. It was noted that the patient was assessed ¿for correlating symptoms, however, it was very difficult to determine if the patient experienced symptoms related to under-dosing but definitely not overdose symptoms. It was reported that patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering morphine and bupivacaine. Additional information received reported that patient would be scheduled for pump replacement but manufacture representative did not have the date. It was noted that the manufacture representative was not aware of any diagnostics that had been done. It was stated that there was a strong suspicion for over infusion with the pump, so the recommendation was to have pump replaced. It was noted that the patient was ¿stable¿ at the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n198972, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).